Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 25 and 36 hours. The adhesive completely separated from the infusion site on the skin causing the cannula to dislodge. It was also reported that upon pod removal, the cannula looked shorter than normal.